Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) received anti-tachycardia pacing (atp) and four shocks due to noise oversensing during a coronary artery bypass grafting (CABG) surgery. The therapy was not noticed during the surgery, but during a device interrogation a couple of days later which was recently reviewed with technical services (ts). The device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.